Event description:
Customer reported that he received a button error on the insulin pump. He could not recall any significant event leading to this alarm. The blood glucose reading was 242 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.